Event description:
A discordant, falsely elevated potassium (k) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was repeated on the same and an alternate dimension vista instrument with lower results. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated potassium result.

Manufacturer narrative:
The siemens headquarters support center (hsc) evaluated the instrument data and did not find indication of an instrument malfunction. Hsc determined that the falsely elevated potassium result was likely related to pre-analytical sample quality. The device is performing according to specifications. No further evaluation of the device is required.